Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss and because the device would not inflate. A new ipp device was implanted. The patient was doing good following the surgery. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.